Event description:
Procedure: adductor canal block for acl surgery (B)(6). Cathplace: adductor canal. It was reported by a physician that a catheter break occurred while performing an adductor canal nerve block. It was reported that after initial bolus, the physician threaded the catheter to 0.5-1mm past the needle tip; the physician reported feeling resistance and attempted to pull catheter out along with needle. The needle and catheter were removed and found that the black tip was missing from the catheter. The doctor discussed the incident with the patient¿s surgeon and it was decided to not remove the catheter tip. No further attempts were made to complete the block. The physician proceeded with the surgery. The patient was reported to be in stable condition. Additional information was seen on 07/16/2015. The nerve block was placed under ultrasound guidance while trialing the catheter. The catheter is not available for return.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. A review of the device history record (DHR) for the reported lot number was conducted. Results: : as no device was available for an evaluation, no device testing methods were performed and results cannot be obtained. Per the DHR review, the lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the device was not returned to halyard for evaluation; therefore, we are unable to determine the cause for the reported event. It was reported that the physician received in-service training prior to the use of the device. The epimed instructions for use (IFU) specifies, "caution: if excessive resistance is encountered, stop, remove both needle and catheter as a unit and attempt new puncture. To avoid shearing catheter, never with draw catheter back against needle bevel." Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. If additional information pertinent to this complaint is received, halyard will submit a follow-up report. Please note: the spirol catheter belongs to a peripheral nerve block tray that is assembled by halyard, and the suspect catheter mentioned in this incident is a component of the tray and an epimed product. For this catheter, the product code is bso and the 510k number is k133316.